Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that there was intermittent power in the pump. It was reported that the user's blood glucose (bg) readings were above 250 mg/dl; however, the readings did not exceed 500 mg/dl. There were no reported symptoms associated with hyperglycemia, nor was there a report of positive ketones. The alleged bg excursion does not meet animas criteria for a serious injury and is therefore not reportable as an adverse event. There was no allegation of an adverse event with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 08/30/2017 - device evaluation: the pump has been returned and evaluated by product analysis on 08/01/2017 with the following findings: visual inspection of the pump showed the battery compartment and battery cap were undamaged and the cap fit securely to the pump. The battery cap contact height and width dimensions were found to be within specification. During investigation, the pump powered on with auditory and vibration functioning to a blank screen. The complaint of intermittent power was unable to be adequately investigated due to the unrelated blank screen issue. The pump was opened and the evaluation revealed that the electronically erasable programmable read-only memory (eeprom) component had failed.